Event description:
The tornier shoulder outcomes study's patient experienced a revision surgery due to issues with loosening/lysis. During the procedure, a glenoid sphere was removed and replaced with a reversed-lateralized glenosphere that was 3mm larger (39mm). An additional update revealed that the tornier hrs ars741701 was also removed during the surgery.

Manufacturer narrative:
Please note the correction made to the d4 catalog #, d1 product long description, d2 product code, d2 common device name, d4 lot number, g4 PMA/510(k) or bla #: the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design & manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The tornier shoulder outcomes study's patient experienced a revision surgery due to issues with loosening/lysis. During the procedure, a glenoid sphere was removed and replaced with a reversed-lateralized glenosphere that was 3mm larger (39mm). An additional update revealed that the tornier hrs ars741701 was also removed during the surgery.